Event description:
It was reported that during the first firing of a sleeve gastrectomy, the device was loaded with a green cartridge and was fired with seamguard buttressing material. Upon examination of the staple line it appeared that the second third of the way down the staple line, the staples had not advanced fully through the tissue and the seamguard. No abnormal noises or forces were experienced. The stapler was loaded with a new cartridge and fired next to the original firing and proper staple formation was observed. There was no adverse patient outcome. The device is not available for return.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: just to confirm, were the staples not formed properly on the first firing? Yes it was the first firing but it was the middle of the first firing.